Event description:
On 2025-apr-15, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 300 mcg/day) via an implantable pump. It a was reported during a pump replacement, the healthcare professional (hcp) noted frayed catheter body on the pump segment. They stated they were unsure if it impaired flow, but could be a site for easy kinking. The segment was prophylactically replaced. The issue was resolved at the time of this report. On 2025-may-05, additional information was received from the manufacturer representative (rep). It was reported the reason for the pump replacement was that the patient wanted an upgrade to the synchromed iii and his existing pump was past the halfway point to early replacement indicator (eri).

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.